Event description:
Reporter indicated that the "patient had the vns removed because of infection" and "the plan is to have vns re-implanted".

Manufacturer narrative:
Device manufacturing records and labeling were reviewed. Review of mfg records confirmed sterilization for both the generator and lead prior to distribution. Vns therapy labeling lists infection as a potential adverse event related to implant surgery.